Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was not able to duplicate the reported issue however the bt1 voltage was out of tolerance and has been known to cause a blank display. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device on and duplicated the customer event, isolating the issue to an internal fault within the user interface module (uim). The fse replaced the uim and performed the operational verification of the device, returning it working to service specifications. Failure investigation: at this time, carefusion failure analysis laboratory has received the suspect uim but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported a line through the touchscreen display and fading of the display on this ventilator. The customer stated this event was not associated with a patient event.